Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints for lot 65651ud00 did not identify an increase in complaint activity. The ticket trending review did not identify any related trend regarding commonalities for lot number 65651ud00 and issue. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with lot number 65651ud00 and complaint issue. The overall performance of alinity I stat high sensitive troponin-I was reviewed using field data from customers worldwide. Review shows that the median of the patient results obtained for the lot 65651ud00 (which contains the same bulk material as lot 65652ud00) are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot(s). Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot number 65651ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for a 91 year old male patient. The following results were provided (reference range <26 ng/l): sid (B)(6), 16oct2024, initial troponin result (ai23109)= 246 ng/l; sid (B)(6), (B)(6) 2024, redrawn troponin result= 30 ng/l; (B)(6) 2024, the initial sample was recentrifuged and repeated on both alinity analyzers (ai23107) result= 22.6 ng/l; (ai23109)= 21.1 ng/l. There was no impact to patient management reported.